Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net noise was noted on the right ventricular lead. No other anomalies were noted. The noise was variable and somewhat random. The lead remained implanted. No additional information was available.